Event description:
Additional information received via email. The event occurred during testing. Event date was updated from unknown to 01-august-2023. There was no patient injury.

Manufacturer narrative:
One device was received with a lot of scratches and nicks on both the enclosure and the cover. The water tank cover was cracked on the right bottom side, and the quick connect was corroded. During functional testing water was leaking from the bottom right. The complaint was confirmed. The root cause was due to a cracked water tank cover. It was unknown what caused the damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced water tank cover, enclosure, front cover, float switch, membrane switch, quick connect, plate clip, microswitch, labels and hl-90 switch label. Performed preventative maintenance (pm) and calibrated. Device passed all functional and delivery tests.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking from the right corner. Patient involvement is unknown.